Event description:
Patient reported registered nurse could not infuse medication yesterday due to pump reading system timeout. Registered nurse infused manually. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 45gm. Gammagard liq soln indication: lung transplant rejection; lung transplant status; long term (current) use of immunosuppressant. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.